Event description:
It was reported that the patient presented for remote follow-up via merlin.net. A review of the transmission revealed either appeared to be a remarkably high degree of latency after ventricular pacing, or non-capture exhibited by the right ventricular (rv) lead at high output. No patient symptoms were reported. Further information was requested but not received.

Manufacturer narrative:
Further information was requested but not received.